Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the guidewire became stuck and was unable to be inserted into the left ventricular lead. The lead was not implanted and a new lead was placed. No patient symptoms were reported.